Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of wire unable to release bow.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the duodenum and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure for bile duct assessment performed on (B)(6) 2025. During the procedure, the physician attempted cannulation using the device. The tome appeared bowed, and the physician instructed the nurse to fully open the handle. Despite this, the device remained engaged. The tome was subsequently removed, and inspection revealed that the cut wire was partially bowed and could not straighten even with the handle fully opened. The procedure was completed with a second jagtome rx 39. There were no patient complications reported as a result of this event.